Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac walked the customer through some trouble-shooting options, including reviewing and adjusting the wiring. Throughout that trouble-shooting it was discovered that the cabling between the subject device and the wall was defective and causing the issue. That wire was replaced and the image was restored. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii video system center was not producing an image, and instead presenting a b40 scope communication error message during a diagnostic procedure. According to the initial reporter, the procedure was completed by moving the patient to another room. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the b40 error and no image being displayed could not be identified. However, it¿s likely the cause of no image being displayed is related to a faulty sdi cable. Olympus will continue to monitor field performance for this device.